Manufacturer narrative:
Received 1 used silicone foley catheter only. The complaint was confirmed as a manufacturing related issue. During the visual evaluation, no obvious defects were noted on the returned catheter. Per the functional evaluation, the catheter balloon was inflated with 10 cc¿s of tap water and blue methylene. It was found that there was some resistance when trying to inflate the balloon and deflation was not possible without aspiration. The catheter was dissected and it was found that the catheter was occluded with silicone at the bifurcation area inside of the inflation lumen of the funnel/shaft. This could have occurred during the funnel molding process while the catheter was being manufactured. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface" (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during pretesting, the nurse needed excessive force to inject sterile water. Out of anxiety that there was something wrong with the device, the nurse stopped using it.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.